Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system cat6 aspiration catheter (cat6). During the procedure, the physician felt resistance and was unable to advance the cat6 through the non-penumbra sheath and over a guidewire, and therefore the cat6 was removed. It was reported that the sheath¿s valve was over-dilated. Upon removal, the physician noticed that the cat6 was ovalized. The procedure was therefore completed using a new cat6 and a larger guidewire. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the cat6 was ovalized approximately 36.0 and 109.0 cm from the hub. The cat6 was flattened and kinked from approximately 126.0 cm from the hub to the distal tip. Conclusions: evaluation of the returned cat6 revealed a flattened and kinked distal tip. If the peel away sheath provided by penumbra is not properly utilized for introduction into the parent device, the distal tip may become damaged. Further evaluation revealed ovalizations on the proximal length of the cat6. This damage was likely incidental to the reported failure and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.